Event description:
The customer contact reported the device alarmed with a s321 (motor error - pmc, left) malfunction alarm code. The device was returned to the biomed department for an unspecified reason. There were no reports of any adverse pt events and no reported delays of critical therapies while the device was in clinical use. During testing at the user facility, a s321 malfunction alarm code was noted in the device history. No add'l info was provided.

Manufacturer narrative:
The device mechanism was received. Investigation is not complete. This report represents all the info known by the reporter upon query by hospira personnel.